Event description:
The lay user/patient contacted lifescan alleging the meter stopped working. The lay user/patient did not give any more information. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.